Event description:
Patient was revised to address disassociation of the metal liner from the cup. A hole had been worn through the cup. Metallosis was also found. **update** (B)(6) 2012- litigation papers received. There is no new additional information that would affect the investigation. **update** (B)(6) 2012-medical records were received and available on a disc. Medical records indicated a significant notch in the femoral neck against the acetabular liner was cutting into and this involved approximately 50% of the width of the trunnion of the stem. The femoral head was cold welded on to the trunnion of the stem.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
**Update** 8/31/2012- litigation papers received. There is no new additional information that would affect the outcome of the investigation. **update** 11/29/2012 - medical records were received. The primary operative report indicated that small cracks were noted in the proximal femur after removal of the femoral trial; however, there was no further issue noted as a result of this. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2012- litigation papers received. There is no new additional information that would affect the investigation. **update**(B)(6) 2012-medical records were received and available on a disc. Medical records indicated a significant notch in the femoral neck agaist the acetabular liner was cutting into and this involved approximatley 50% of the width of the trunnion of the stem. The femoral head was cold welded on to the trunnion of the stem. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(6).